Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.85 mm x 1.50 mm in size. Failure analysis found the secondary failure of detached fragment to be related to the customer reported complaint. Due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument. The instrument was found to have a sheath distal coextrusion lodged at the tube adapter. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. The probable root cause is attributed to either tip accessory installation issues or damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can cause a component to be lodged from the disposable monopolar cautery tip into the tube adapter.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the single-port (sp) monopolar curved scissors instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, single-port (sp) monopolar curved scissors (mcs) instrument's tip was broken. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator (roco) and obtained the following additional information: the sp mcs tip was chipped away when the sheath was applied. The instrument was not used on the patient; therefore, no fragment fell inside the patient¿s anatomy.